Event description:
It was reported that the cartridge leaked insulin at the cartridge septum. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller changed the cartridge and successfully resumed insulin therapy, and tandem technical support initiated a return process for the cartridge.